Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the insulation appeared to be burnt at the fenestrated bipolar forceps instrument tip in the base of the jaws. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and there was nothing noticeable out of the ordinary. There was no reported collision between any instruments. There was no reported arcing during surgery. The customer confirmed that the instrument was inspected after the completion of this procedure and the insulation appeared to be slightly burnt below the base of the jaws. There was no noticeable damage on the instrument black cable. The damage was noticed prior to reprocessing the instrument. No fragments fell into the patient and there was no patient injury. The procedure was completed robotically. There was no procedure delay due to the issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with an exposed electrode. An electrical continuity test was performed, and the instrument passed. There was no damage to the conductor wire. The complaint regarding the tip insulation appearing to be burnt was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.